Event description:
The plaintiff's attorney alleged that for over the course of approximately 2 years, the patient experienced cardiac arrest, alkalosis, hypotension and all injuries associate therewith and subsequently expired. It was further alleged to have been caused by the patient's exposure to the product administered during dialysis.

Manufacturer narrative:
(B)(4). Was used for the alkalosis event as there is no other code that best describes that event. This is one of two device reports associated with this event.